Event description:
I have two ruptured mentor textured silicone implants. I am exhibiting all symptoms of bii, as well as developing a mass, hematoma and having the implant or mass rupture or herniate through my pectoral muscle. Due to the three symptoms of fluid around my implant, lymph node involvement and a mass I am currently scheduled to be tested for bia-alcl cancer. I have had debilitating symptoms and pain for over four years now and they are continuing to worsen.